Event description:
It was reported that, "since the implants were put in the pt has been experiencing squeaking and popping. He had a lapse in noise for approximately 8 months than he lifted more than 5 lbs and the noise has started again and has not stopped. The pt would like to know if his implants were recalled."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.